Manufacturer narrative:
In the previously submitted report 510k number, event description, (device) problem code grid, evaluation method code grid, evaluation results code grid, and conclusion code grid was incorrect. The correct event description should be- the manufacturer became aware of a ds2adv auto CPAP device alleging symptom of nose irritation, and respiratory tract irritation. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The 510k number, event description, (device) problem code grid, evaluation method code grid, evaluation results code grid, and conclusion code grid has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, and respiratory tract irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.